Event description:
The pt dislodged 15 gauge venous needle at a blood flow rate of 250 ml/min and a venous pressure of 200 mmhg. There was no machine alarm. Pt blood loss estimated at 250-500 ml. Pt blood pressure dropped significantly and pt was administered haemacel. A two unit transfusion was planned.